Event description:
It was reported that the handpiece overheated while being tested at the account. This did not occur during any surgical or medical procedures, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.